Event description:
It was reported that there was an issue of capsule tear with a monofocal intraocular lens (iol) which indicated to be unclear per surgeon how the capsule tear occurred. It was noted that there was no product quality issue, no patient anatomy issue. There was patient contact with the suspect product, eye affected was the left eye. The surgery was successfully completed using the back-up lens, though unknown model and serial number. Also unknown if there was incision enlargement, vitrectomy or sutures performed. The device cannot be returned as it has been discarded. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.